Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon interrogation, the patient's cardiac defibrillator showed several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed with the physician, but were deemed unnecessary. Unaware of the oversensing events, the patient was stable, and without symptoms throughout the event. The patient will continue to be monitored normally.